Manufacturer narrative:
A total of four pedicle screws containing two (2) separate part numbers were implanted in 2012 during the initial implantation. It is unknown which belongs to the two fractured screws. The 62065-40; ti polyaxial pedicle screw - 6.5 mm x 40 mm (ti-6ai-4v eli), 62065-45; ti polyaxial pedicle screw - 6.5 mm x 45 mm (ti-6ai-4v eli). No evaluation possible. The device has not been removed from the patient nor has the identifying lot number(s) been provided. No additional information is known or has been furnished at this time. The zodiac spinal fixation system (zodiac system/zodiac polyaxial /zodiac lumbar spinal fixation system) facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v) or stainless steel (ss 316l). Implant rods are also available in commercially pure titanium (ti grade 4), titanium alloy (ti 6al 4v eli), stainless steel and cobalt chrome (co-28cr-6mo). All hooks are made from stainless steel (ss 316l) and titanium alloy (ti 6al 4v eli). The zodiac system is intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion.

Event description:
A patient called atec directly indicating she had 2 broken zodiac screw and is trying to confirm if either of these screws had been recalled. The alphatec zodiac spinal fixation system was implanted on (B)(6) 2012.